Event description:
It was reported that an implantable neurostimulator (ins) did not power on. Upon interrogation, it gave a power-on-reset (por) condition. The device was never used on a patient. The procedure was completed using another ins. The device was returned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.